Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) and associated implantable transvenous defibrillation lead had episodes of non-reproducible noise on the ventricular rate/sense and shocking channels resulting in pacing inhibition. All of the lead measurements are stable and within normal limits. There are also ns markers and diverted episodes. The physician is contemplating replacing the lead and the device.